Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed in the desired location but during the process of splitting the sheath the lv lead pulled back. It was determined the position was not stable. It was also reported that a remnant of guidewire broke off and was seen distal to the tip of the lead within the lateral cs branch. Clinician indicated this remnant was not of consequence. The lv lead was removed and another lv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed in the desired location but during the process of splitting the sheath the lv lead pulled back. It was determined the position was not stable. The lv lead was removed and another lv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.